Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an external leak located at the threaded bottom end of the crit line blood chamber that attaches to the dialyzer. The patient had no adverse effects and no medical intervention was required. Estimated blood loss was 5-10ccs. Sample has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.